Event description:
It was reported that the customer experienced ongoing intermittent blood glucose levels of 51 mg/dl. Cause was not known. The customer consumed carbohydrates to address the low blood glucose. Technical support advised the customer to contact their healthcare provider.